Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the adverse events of abdominal pain, cloudy effluent fluid and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency. Based on the information available, the liberty cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty cycler or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Furthermore, in up to 20% of peritonitis cases no offending organism is identified (2). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Upon follow up, the pdrn reported that on (B)(6) 2019 the patient noticed cloudy effluent and experienced abdominal pain. The patient was treated with vancomycin (dose, delivery, and strength unspecified) at the hospital. Cultures came back negative after three days but the patient¿s white blood cell count was 1200. A cause for the peritonitis was not identified. The patient was discharged on (B)(6) 2019. The patient continued with 5 doses vancomycin 1g via intraperitoneal route provided by the clinic. There was no alleged malfunction of a fresenius device, drug, or product. The patient¿s comorbidities include secondary hypoparathyroidism, anemia, iron deficit anemia, type 1 diabetes, hypercalcemia, hyperkalemia, vitamin b12 deficiency. The patient has been on continuous cyclic peritoneal dialysis (ccpd) since 2011. The patient is now recovered and is continuing with pd therapy without further issues.